Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call low blood glucose of 20 to 30 mg/dl. Troubleshooting assisted customer with priming the pump and indicated to follow up with their doctor. At the end of the call, the customer's blood glucose at the end of the call was 75 mg/dl. Customer declined low blood glucose troubleshooting. No further details provided.